Event description:
It was reported that the patient received inappropriate therapy due to noise. A low impedance, and sensing anomaly were observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.